Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had premature battery depletion. The pacemaker was explanted and replaced without issue. The patient was stable throughout.